Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the left pulley wire fluid damage, the objective lens broken, the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the suction channel buckled, the control body corroded, the ccd drive pcb corroded, the water nozzle missing, the junction case leak, the lcb distal cover glass scratched, the segment worn out, the down pulley wire worn out, the bending rubber discolored, and the bending rubber gluing discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.